Event description:
It is reported that the irrigation channel was blocked resulting in the inability to irrigate after insertion.

Manufacturer narrative:
Additional information was received on 08/10/2015. Third party manufacturer reviewed the routers used to manufacture lot # 13vm516884 and no discrepancies or deviations were found outside the normal process parameters during manufacturing. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. Section h4 was updated to reflect the device manufacture date. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on 08/01/2014. Convatec will continue to track and monitor such complaints according to convatec inc.'s complaint handling and CAPA procedures